Manufacturer narrative:
An investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: the pump is not delivering the proper amount of feed. No patient involvement.

Manufacturer narrative:
Submit date: 10/14/2016. An investigation of kangaroo epump was performed for the reported condition of; unit is not delivering proper amount of feed. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s gearbox failing. Kangaroo epump was manufactured in 2007. A review of the device history record shows this device was released meeting all manufacturing specifications. (B)(4).